Event description:
Endo catch gold. Manufacturer covidien, ref 173050g, lot j4f2390my. The white part of the catch bag broke off, coming out of the black handle while inside the abdomen to retrieve the gallbladder. The sentence should read: all components were able to be removed without harm to the pt.